Event description:
(B)(4). It was reported during a coronary artery stenting treatment procedure a stent dislodgement occurred. The target lesion was located in the right coronary artery. The reference vessel diameter was 3.5mm and the lesion length was 18mm. Pre-procedure was 75% stenosis and post-procedure was 75% stenosis. No information stating if direct stenting was attempted. (A 3.5x20mm liberte stent was unable to cross the tortuosity and the stent was lost in the radial artery). The procedure was not a technical. The patient was 2 days post-procedure without angina complaints or silent ischemia. Medication included asa 160mg daily/indefinitely and clopidogrel 75mg daily for 6 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of operational context due to anatomical procedure factors encountered during the procedure. (B)(4). Device not returned for analysis.